Event description:
It was reported that the patient was experiencing increased pain or discomfort despite optimizing the program. The patient underwent an implantable pulse generator (ipg) revision procedure.